Event description:
A report was received that the patient began suffering seizures several months ago and was unable to walk without the help of a walker. The seizures persisted with the patient's stimulation on or off. The patient's ipg was explanted for imaging purposes but afterwards the patient's condition worsened. The patient was placed in a medically induced coma. The patient's condition decreased in severity after she awoke from the coma but seizures still persist and the patient cannot walk unaided. No further information could be obtained.